Manufacturer narrative:
The device was not returned for evaluation. Review of the device history records was not possible as the lot number is unknown. The root cause classification is consistent with anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the IFU.

Event description:
It was reported a patient died 48 hours following an atrial fibrillation ablation procedure. While performing the ablation using a cool path duo catheter, a t9 generator and a cool point pump, a blood pressure drop was noted, followed by visualization of a pericardial effusion on intracardiac echocardiography. A pericardiocentesis was performed but the patient remained unstable. Open heart surgery was performed and a hole in the left atrial lateral wall was closed. The patient reportedly died approximately 48 hours following the surgery. Additional information was requested but is not available.